Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined smart remote manager latch was hard to open. A field service engineer corrected the alignment to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager hard to open, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.